Event description:
Partial synovectomy and revision of patella component performed approximately 12 months following original surgery due to patient's four month c/o pained disability in left knee. At the time of the surgery no wear through of the polyethylene was encountered through a substantial defect in the superior portion of the patella was noted. Moderate synovitis was encountered. On pathological examination, the metallic and plastic components measured 3.3 cm. In diameter by 1.3 cm. In height. The articular surface was focally worninvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, expected wear/deterioration. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.